Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple rf pic failed selftest. Customer's blood glucose level was 120 mg/dl. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with constant a 64 alarm due to a faulty connector on the radio frequency board. The insulin pump was unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, a 33 prime test, excessive no delivery test and displacement test due to a64 alarm.